Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with an 800cc mentor cpx 4 breast tissue expander. Post-operatively, the patient experienced a deflation on an undisclosed side, which was confirmed by a medical professional. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 31, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 06, 2024, mentor became aware that an error was inadvertently submitted in the initial report. Manufacturer¿s reference number: (B)(4), in the initial report, g3. Date received by manufacturer should have been populated with 2/11/2024.

Manufacturer narrative:
On september 19, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection, leak testing, and microscopic examination of the device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed and it revealed a tear at the juncture of the shell and base. Microscopic examination was performed and the cause of the rupture could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the process controls and data records collected for the deflated tissue expander are within specification. The tear reported on the product complaint is not able to be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. Manufacturer¿s reference number: (B)(4).